Event description:
This spontaneous case report was received by regulatory authority from an (B)(6) female consumer in (B)(6) on 09-mar-2016 and forwarded to bayer on 04-aug-2016. Consumer's medical history included breast cancer. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful and there were complications: nausea, dizziness, sick and fever right after operation. Consumer experienced problems with urinating, pelvic pain, hip pain, and menopause complaints. She reported problems with daily tasks. She contacted a doctor. A blood test was performed. Essure was removed on (B)(6) 2011. One fallopian tube was removed. Consumer has not recovered. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed approximately 3 years after its insertion, and the patient has not recovered. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between the event and essure insertion was not specified. While a role of essure cannot be definitively excluded, the event did not resolve after essure removal suggesting that the insert was not the primary driver of this event. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
A quality-safety evaluation was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed approximately 3 years after its insertion, and the patient has not recovered. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between the event and essure insertion was not specified. While a role of essure cannot be definitively excluded, the event did not resolve after essure removal suggesting that the insert was not the primary driver of this event. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.